Event description:
The customer reported that while attending to other tasks, they noticed that their info center was blank and, that the associated pt was checked, and found to have collapsed, requiring resuscitation.

Manufacturer narrative:
The complainant reported that the ccu staff were covering (overlooking) telemetry pts from an adjacent ward. While the ccu staff were attending to other tasks, they noticed that the pt sector on the information center was blank. The associated pt was checked and found collapsed, requiring resuscitation. The pt recovered. The event is not considered to be a reportable death, as no death occurred. In regard to serious injury, although the pt required resuscitation, the clinician from the hosp indicated that the philips equipment did not contribute to the incident. As a result of this info, this event was determined to not be a reportable serious injury event. The event was then evaluated to determine if the philips equipment malfunctioned. At the time of the event, the equipment was in the process of being configured by philips, at the hospital's request. The purpose of the configuration was to set up care groups, allowing monitor alarms to be heard in any room, rather than just the info ctr. Evaluation of the actual event indicates that the device was capable of alarm annunciation, but that it most likely was not heard at the info ctr by the busy staff. As such, there was no device malfunction and the event was determined to be not reportable.